Manufacturer narrative:
Patient information currently unavailable. Unique identifier: (B)(4). After testing the unit the biomedical engineer was unable to reproduce the reported complaint.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate during a case. The unit was switched to manual ventilation to complete the case. There was no report of patient injury.

Manufacturer narrative:
Additional information provided by the biomedical engineer was received indicating that the reported event was a user error and caused by a leak due to an improperly installed absorbent canister. A leak condition will be noted in the preop check of the equipment as stated in the user manual. It was further reported that there was no reported patient injury. Patient information was not available. (B)(4).